Event description:
Resident was slung using a medium combi deluxe sling and lifted using a floor lift. Three staffs were with the pt. One at the head that checked to make sure the straps were properly placed, other at the feet that did the same thing and the last one steered the lift. Before lifted the resident, staffs had confirmed that the straps were secure. Resident was lifted off the bed surface to be transferred in his wheelchair. While staff moved the lift, the right top strap hanged down and the resident fell knitting his head. His lower back ended up across the leg of the lift. MFR ref# 9681684-2013-00036.